Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm fenestrated bipolar forceps instrument had poor mobility in joint. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to exhibit unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtms); however, the grip tips moved in the opposite direction. This behavior was observed in the pitch direction and presented on 3 out of 3 installs. The instrument was further evaluated by a failure analysis engineer. Initial failure analysis was confirmed, the instrument exhibited unintuitive motion. Upon initial inspection it was noted that the roll axis appeared to be stuck. The instrument's roll axis could not be actuated by rotating the instrument's main tube manually. The roll input disk that engages with the drape also appeared to be stuck as well. The instrument was placed on an in-house system and the instrument exhibited non-intuitive motion. The instrument's housing was removed to inspect the internals, and it was found that a small piece of white plastic had become lodged in the roll gear, causing it to be unable to move. It was also noticed that one of the instrument's housing snaps was broken. The fragment was removed from the roll gear and the instrument was able to be actuated in the roll direction and moved intuitively on the system when installed onto an in-house system. The fragment fit perfectly onto the site of the broken housing snap and no other missing pieces were noted. It appears the fragment originated from the broken housing. The dislodged housing snap then became stuck in the roll gear, resulting in the non-intuitive motion.